Event description:
While donning sterile gloves for chemotherapy preparation, 3 out of 5 pairs of gloves tore during the process. Only one pair of gloves was saved for reporting but they were all from the same lot. Refer to add'l documents in i2k. Pt code: 4582. Device code: 4008. Ref reports: mw5186218, mw5186219.